Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: as received condition: there are signs of wear and tear on the entire surface. The threaded tip is completely broken. The broken tip was not sent back for investigation. Dimension: because of the damage and the missing broken part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Investigation results: the shaft and the handle of the instrument show only slight sings of usage. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The instruments were analyzed and the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The devices met the specifications at the time of manufacturing and distributing. The review of the manufacturing documents has shown that the correct material was used and that the hardness was within the specification. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Conclusion: unfortunately, we are not able to determine the exact cause of this complaint. It is likely that a combination between intense use and a mechanical overload during use, or mishandling during the cleaning process did lead to breakage of the device. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Returned to manufacturer. Hospital's telephone: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 05.december 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the extraction screw for proximal femoral nail antirotation (pfna)blade broke during cleaning process. No patient or surgical involvement. This report is for one (1) extraction screw for pfna blade this is report 1 of 1 for (B)(4).